Event description:
Presented to emergency dept with chest pain and palpitations. Pt was at dr's office, attempted to clear subclavian catheter. Pt had v tach. Subclavian catheter had broken in the superior vena cava and lodged in right atrium per chest x-ray.